Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation as issue was addressed on site. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
During an in service visit the customer reported to olympus several steps in the reprocessing guidelines were not being followed. Specifically, the suction cleaning-adapter (maj-222) was not being used during the reprocessing of the endoscope in the absence of any olympus or third-party equipment that would meet the necessary requirements for proper cleaning of the bf-t180 interior channel. The account does not possess any suction cleaning-adapters there was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the in-service the endoscopy support specialist (ess) also noticed the customer uses medivators veriscan for automated leakage testing and the sterrad 100 nx for sterilization. T the conclude of the in-service the customer agreed to a follow-up appointment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event was unable to be determined. However, it is likely that the user facility staff was not trained sufficiently on device handling and reprocessing steps in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: ·IFU (reprocessing manual) warns about insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.